Event description:
It has been reported to philips that the system did not start. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected remotely and confirmed that the system would not boot up. The philips field service engineer (fse) visited onsite and reviewed the logfiles which confirmed a malfunction with the suite pc. Upon troubleshooting, the fse identified a defective suite pc was the cause of the reported issue. The fse replaced the suite pc which resolved the issue. After that, the system was returned in good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.